Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H11: corrected data: corrected sections a1-a3, d6.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d1, d4 (model #, serial #, expiration date), g5 (PMA/510k), h4 this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was returned for evaluation. As received, report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal on the inflow aspect. Leaflet 1 had a 5mm tear near commissure 2. Leaflet 2 had a 5mm partially non-transmural tear on the inflow aspect at commissure 2 and a 6mm non-transmural tear on the inflow aspect at commissure 3. Calcification was evident at the tears. Sewing ring was cut off around leaflet 3 and cut off fragment was not returned. Sewing ring had multiple cuts around the valve and sutures remained attached around leaflet 2. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted after an implant duration of approx. 15 years for unknown reason. The explanted device was returned for evaluation. As per product evaluation, the valve was calcified leading to restricted leaflet mobility and stenosis.